Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was seen to be broken/fractured. The coil delivery wire was seen to be kinked/bent. The main coil was not returned. The coil introducer sheath was not returned. Functional inspection was not carried out because the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction and main coil stretched could not be replicated during device analysis; however, the analysis results are consistent with the reported event.. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was friction in the microcatheter and that the coil got stretched. During analysis the main coil was seen to be broken/fractured and the coil delivery wire was seen to be kinked/bend. The main coil was not returned. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' and 'main coil stretched' and to the as analyzed 'main coil broken/fractured during use' as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure.

Event description:
Analysis of the returned device revealed that subject main coil was broken/fractured during use. There was no clinical consequence to the patient due to this event.